Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle pierced the catheter. The following information was provided by the initial reporter: when the needle retracted, it pierced the plastic body/tube.

Manufacturer narrative:
Investigation results: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed an unsealed 24ga x 0.75in. Insyte autoguard bc unit. The photo displays the unit with media and the needle is piercing through the catheter tubing near the center. Your reported issue was confirmed. As the unit has been opened and used, it is likely this defect did not occur during manufacturing. If this defect had occurred during manufacturing, the defect would have been evident upon opening of the package and the unit would not have been used. During use, this may occur during tip adhesion break or insertion. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Correction: no reply to query regarding patient outcome e/f codes updated. Complaint indicates 'unknown' related to question about patient death- updated.

Event description:
No additional information.